Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponges were separated from six (6) minicaps. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Six (6) samples were evaluated. The devices were received for evaluation with the aluminum foil peeled. A visual inspection was performed with the naked eye which noted an iodine leak which stained the threads and surface of the caps on all six (6) samples. The reported condition was not verified, however, the product failed to meet specification. The cause of the event was determined to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.